Event description:
Syntax randomized clinical study. It was reported that during a coronary artery drug eluting stenting treatment procedure an undeployed taxus express2 2.25x8 mm drug eluting stent slipped off of the delivery balloon upon withdrawal from the lesion. The embolization event happened after the taxus stent was unable to cross the intended lesion. The taxus stent was found on the guidewire and was removed by a bioptome device. The event was resolved with no residual effects. The patient was reported to be in satisfactory/good condition.